Event description:
Increased blood glucose levels [blood glucose increased], case description: a family member reported that patient, who was introduced to a novopen 3 insulin delivery device in 2003 for type I diabetes, has been experiencing increased blood glucose levels since 2003. The family member reported that patient's blood glucose level elevated into the 500 mg/dl range, which caused patient to be hospitalized for one day in 2003 (exact date unknown). Details about the hospitalization, treatment and discharge date are unknown. The family member also reported that the device would drip insulin from the needle tip prior to administration and stated that they feel the dripping of insulin makes the dose inaccurate and has resulted in patient's increased blood glucose levels. Patient was performing two unit air shots to administration and the dripping has occurred with the use of multiple insulin catridges. A function check has not been performed on the device in question. The following month the use of the device in question is continued and the patient's blood glucose levels continue to be high. The patient has had diabetes mellitus for several years (exact duration unknown) and has no history of renal hepatic disorders. There have not been any recent changes in the patient's diet, activities or health status. No further info concerning the patient or the event is available at this time. Additional info has been requested.